Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical (B)(4) for evaluation. During the investigation the technician discovered the ac to dock connector cable disconnected, the dock bracket had multiple brass fittings pulled out and was missing a screw, which indicated the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The ac to dock connector cable was reseated to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge for ac. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.